Event description:
Caller reported a malfunction on the pump without any prior notable events. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Cts provided information for resetting the pump and assisted the caller with the process. The malfunction code did not recur after the reset.